Event description:
Patient undergoing screening colonoscopy. During the passage for biopsy forceps a foreign body came from scope. It was a cleaning brush head. Physician was able to retrieve the head without injury to colon. Scope had high disinfection cleaning the day prior. Treated patient per potential bloodbourne pathogen exposure protocol.